Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/1/2016. (B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision due to pelvic pain and urodynamic stress incontinence on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient concurrently underwent total vaginal hysterectomy, posterior repair, perineorrhaphy, and cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).